Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor exhibited false pause episodes due to loss of contact. The device was explanted and replaced with a pacemaker. The patient was in stable condition.